Manufacturer narrative:
The reported device was received for investigation. Visual inspection confirmed the introducer was crumpled and damaged. The device passed functional testing. This observation will be monitored and trended.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during a biopsy the probe would not move in the breast and was difficult to remove after the biopsy was completed. Once the probe was removed it was noted that the "plastic sheath had crenulated around the probe" and a hole could be seen in the plastic. No injury reported.